Event description:
Hospital phlebotomist was stuck by a butterfly needle after opening the package. She said the needle packaging was faulty because there was no rubber covering on the needle. The needle pierced her skin. After the initial incident she opened another package with a missing rubber cover on the butterfly needle. She did not get the product info the first time but has the package from the second butterfly needle. It is a bd vacutainer push button blood collection set; (B)(4).